Event description:
It was reported by the patient's family member that the patient's implanted right atrial (ra) lead dislodged following the procedure. A lead revision procedure followed, and the ra lead became dislodged a second time. The physician made several attempts to attach the lead to the patient's anatomy, but was unsuccessful. The physician chose to cap the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2014. (B)(4).